Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with five malformed clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator did not show up. Please note that this condition is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing did this occur on?---no information. Did anything unexpected happen prior to this incident. Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? ---no information. Were you able to see if the clip was fully advanced into the jaws before completing the stroke to form the clip? ---no information. Although, we asked the sales rep about your requests, we could not get the information. The jaws did not open on the blood vessel. The device was removed from the patient by firing on the patient's side with another device. The damaged tissue was cut off and there was no adverse consequence to the patient.

Event description:
It was reported that during a lap esophagectomy, an error 5 was displayed in about an hour in the ace36j. The jaws of the el5ml became not to open. Another device was used to complete the case. There were no adverse consequences to the patient.